Event description:
A healthcare provider (hcp) reported via the manufacturer¿s representative (rep) the consumer reported the battery hadn¿t worked in over a year, but was recently involved in a car accident and could feel an undesirable stimulation. The rep. Tried to interrogate the battery multiple times, but it was dead. The consumer wasn¿t interested in trying to fix the issue, so the device was explanted on (B)(6) 2016. Following this the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.